Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error 63 (hardware low level failures) and pump error 4 (the motor arm cannot communicate with the main arm.). It was unknown if the troubleshooting was performed or not. Customer was asked to conduct a self-test, but it could not be completed. No harm requiring medical intervention was reported. It was unknown if the customer will discontinue the use of the device or not. The product will not be returned for analysis .

Manufacturer narrative:
The pump passed the displacement test however, the pump alarmed pump error 63 during the self test. The pump was successfully downloaded using thus. A review of the pump history file shows that on (B)(6) 2023 at 18:16 there was a pump error 63 (file number = (B)(4), line number = (B)(4), variableinfo = 15) alarm due to a rf chip error and a pump error 4 (linenumber (B)(4) filenumber (B)(4)) alarm as a consequence of pump error 63. Additionally, at 20:08 there was a pump error 63 (file number = (B)(4), line number = (B)(4), variableinfo = 3) alarm that occurred due to broken trace at pin 6 (sda) u1 on the keypad assembly. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 63 variableinfo 15 and pump error 4 alarms are confirmed due to a rf chip error. Pump error 63 variableinfo 3 alarm is confirmed due to a broken trace on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.